Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: evaluation revealed that the keypad is peeling from the ok button side. A battery compartment crack was found below the bumper at the case seal. The display screen is dim/faded (lavender).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and cracked battery compartment. This report is made based on results of investigation completed on 12/30/2015.